Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Failure analysis of the returned battery revealed that the device passed visual examination. During functional testing, test equipment was unable to read the battery status due to a communication problem with the main integrated circuit. Internal inspection of the battery did not reveal any abnormalities that may have contributed to the inability to communicate to the main integrated circuit. An attempt to reset the main integrated circuit (ic) was able to reestablish communication with the ic. As a result, the reported event associated with the battery was confirmed. The most likely root cause of the reported event can be attributed to a faulty integrated circuit that controls the battery. An internal investigation examined battery main integrated circuit malfunctions. Concomitant medical products: dvbb1d4 ICD and 6947m62 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
The battery was returned to the manufacturer because it was not charging. The battery subsequently tested out-of-specification during manufacturer's analysis. No patient complications have been reported as a result of this event.